Event description:
While physician was inserting right angle instrument the white ring inside the trocar dislodged and fell into the field. (Pt's gallbladder-peritoneum). Physician noticed immediately and was able to retrieve white ring without injury to the pt. Case completed with new troar.